Manufacturer narrative:
The reported event of corroded and damaged iuis file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. CAPA reference: (B)(4).

Event description:
The customer reported corroded and damaged iui connectors. There was no patient involvement.